Manufacturer narrative:
A device history record (DHR) review was conducted on the reported possible lot which indicated all inspections were completed and no issues were noted during manufacture. The exact lot number associated with the event is unknown. A review of the relevant procedures was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that a patient experienced redness at the old infusion site. No medical or surgical intervention was reported.